Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided. There have been further complaints reported with this failure mode in the past three years. The device was used for treatment and was not returned for evaluation. It was reported that during therapy the devices stopped working without alarming. The devices should always show the visible indicator lamps to communicate an error. As the devices do not contain audible alerts, they should be monitored regularly by the user to assess if the device is experiencing any issues. If the pump is not monitored, issues may be go unrectified. We have not been able to confirm a relationship between the event and the devices or identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the pico pump stopped working after one day, 3 different pumps did the same thing . No lights alarmed, the pump just completely shut off and new batteries did not revive it. It is unknown if a back-up was available and if there was a delay.